Event description:
Additional information received from a reporter on 02/18/2022 for a report number mw5106267.

Event description:
My son has a pair of otis and piper glasses frames, which have broken twice (two separate frames, after being replaced) in the same manner. Both times, they broke exposing a metal screw that was pointed towards his eye, and cut his eye. If he had fallen or been bumped slightly over, it would have punctured his eyeball. The first time, the frames broke after another child at school bumped him. This time, the replacement frames broke after he fell down. Both times, the same screw was exposed and punctured his eye. FDA safety report ID # (B)(4).

Event description:
Additional information received from a reporter on 02/18/2022 for a report number mw5106267.